Manufacturer narrative:
The reported event was confirmed cause unknown. One photo of 1 all silicone three-way foley catheter was received, it showed an overview of the catheter with the balloon inflated. It was also received one (1) all silicone foley catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 30ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no leaks noted, returning 30ml of solution. However, cuffing was evidenced. This is out of specification per inspection procedure which states "balloon must not cuff after deflation". Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be balloon material does not shrink quickly enough. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: these catheters are indicated for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract.some foley catheters, especially those with larger (30cc) balloons are used to assist in hemostasis following surgery such as transurethral resection of the prostate. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. This is a single use device. Do not resterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard.handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Do not reuse do not resterilize units. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Refer to direct unit label for product content and gender specific use where applicable. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Do not use if package is damaged. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon test for foley catheter was carried out before fitting and no longer deflated. It was stated the catheter was not used on the patient. Per sample evaluation received on 06jun2024, it was found that the sample cuff was mushroomed during evaluation.